Event description:
It was reported that pt implanted with bard port on (B)(6) 2010 by ir. As the hospital did not leave any port implant related medical record, we cannot find lot number info. Nurse cannot draw blood back from pt through hub needles on (B)(6). CT image show catheter fall off and the catheter fragment was between inferior vena cava and hepatic vein. Ir took out broken catheter on (B)(6) and find the catheter tip is complete, another broken end like saw tooth. Physician took out port on aug 10 and saw 1 to approximately 2 mm broken catheter attached with port stem. Pt died due to lung thrombosis in week (B)(6) 2010.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.